Manufacturer narrative:
The hospital biomed replaced the advanced breathing system. Customer contact reported no patient information available. Unique device identifier: (B)(4).

Event description:
The hospital reported that, during a case, the unit alarmed 'no inspiratory flow sensor', 'no expiratory flow sensor'. There was no reported patient injury.